Event description:
It was reported that the patient no longer had an implantable neurostimulator (ins) but did have some leads still implanted. It was noted the patient had the ins off for a year and no longer had it, as it was explanted in (B)(6) 2012. The paddle leads were explanted along with the ins but the other leads were left in just in case the patient may need them again. It was noted that a portion of the ins came through (poking out of) the skin and the patient thought that because of the way it was put in. It was noted that the patient¿s ins didn¿t help cover the pain and was sticking out. The reporter stated that the health care professional hit additional nerves and hit a nerve in her foot. The reporter noted that the health care professional said it would go away but it had been 4 years. It was noted that it mirror imaged to the left foot and now both feet were the worst thing on the patient¿s body and the patient sometimes couldn¿t walk. The reporter noted the patient had reflex sympathetic dystrophy that spread to the right foot and mirror imaged the left foot. It was noted the patient had chronic pain syndrome in her feet. The reporter stated the patient¿s feet were ¿like either on fire or freezing¿ and at the time of the report felt like an ice block. It was noted that it had started during the implant and the patient did not have the symptoms before that. The reporter noted it started on the right foot immediately and then within days moved to the left foot. It was noted that the patient wanted a stimulator to manage her feet but the health care professional said it wouldn¿t. It was noted they were managing the left thigh, left knee, hip and left groin area. The reporter noted they could manage the right side also, but the patient only needed it on the left side. It was noted it would look bad but it was just a mirror image but it was not painful. The reporter noted the patient¿s feet would turn deep purple. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 377775, lot# v016054, implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 377775, lot# v016054, implanted: (B)(6) 2010, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).